Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site, as it was discarded; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Multiple attempts have been made to obtain additional information regarding the event; however, no additional information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a missing/detached haptic. The cartridge was in contact with the patient's left eye. The issue was observed while inserting into the eye. The outcome does not significantly interfere with activities of daily life. No medical or surgical intervention was required. The procedure was completed successfully using a back-up lens (same model and diopter). The patient outcome is unknown. The device was discarded. No further information is available.